Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For left implant: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: (B)(6) 2014. Expiration date: (B)(6) 2019. For right implant: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: (B)(6) 2016. Expiration date: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered breast capsular contracture (baker grade IV) on an unspecified breast, post-procedure. The capsular contracture was visibly noticeable and was diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups were performed but no clarifying information was provided, so both the left and right implant information will be provided. A supplemental report will be sent if it becomes known which breast has the capsular contracture.

Manufacturer narrative:
On november 2, 2022, mentor received additional information indicating that patient was also diagnosed with asymmetrical breast, with the left breast being higher and harder than the right. In addition, the patient also underwent capsulectomy and bilateral breast implant replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7604052 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9789238 sn: (B)(6).

Manufacturer narrative:
On october 13, 2022, the mentor failure analysis lab received the device for evaluation. On october 18, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 23, 2022, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast capsular contractures (baker grade 4) and has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Capsular contracture on the right breast will be reported under mrn: 1645337-2022-11303. This medwatch form is for the left breast prosthesis.